Manufacturer narrative:
This report is submitted on december 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced magnet dislodgement during an MRI (tesla strength and date not reported). Surgery to replace the magnet and revise the skin at the implant site was completed on (B)(6) 2018. The implanted device remains.